Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their medical practitioner and was diagnosed with a infection called cellulitis (arm). For treatment, the patient was prescribed a unknown antibiotic at 3 times a day for 7 days. The patient was discharged after 4 hours.